Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter due to recurring incontinence. When explanting the device, the surgeon found that the tubing was disconnected from the pump causing a leak in the system. The patient was treated successfully with no complications.